Manufacturer narrative:
(B)(4). One ls2071 ligasure device was received for evaluation, and the reported issue with activation was not confirmed. Testing of the device found it was recognized by the generator and there were no issues with the cord dot-recognition fixture. Sealing was performed multiple times on simulated tissue, and all seal cycles were completed satisfactorily with end tones. However, an alternate and non-contributing issue was identified. Visual inspection found one of the snaps on the jaw was broken and missing. Review of the device history records for this lot found no potentially contributing factors. A 100% visual inspection of the snap pins is performed during production, and it is unlikely the product was damaged when it left the manufacturing facility. Snap damage can be caused by misaligning the snaps during assembly by the user or by multiple assembly attempts. The investigation identified the root cause of the damage to be user error. The instructions for use included with this product lists measures for proper assembly.

Event description:
The customer reported that during a bowel resection, the device stopped working and would no longer activate. A new device was opened and worked well. No patient injury resulted from the issue. Examination of the received device on january 6th found one of the snap pins is broken and missing. The customer confirmed that nothing fell within the patient cavity.